Event description:
It was reported that the user experienced difficulty from the balloon in the cannula. It was reported as "defective. Eppi remained in the spotlight. Ineffectiveness of nocturnal niv (non-invasive ventilation)." More information was obtained indicating that the reported problem occurred during use on the patient. No medical intervention required. No clinical consequences. No medical treatment. The status of this incident was reported as "ongoing". Unknown medication involved in the event. Resolution to the event was not reported.

Manufacturer narrative:
E1: reporter phone number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device sample was received in used condition without the original packaging. Per visual inspection, no visual defects were identified in the sample. The sample was inflated with the use of a syringe and submerged under water to detect any problem in the inflation system. The device performed as expected and no leaks found. The complaint was not confirmed. No other device analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint could not be confirmed. The reported failure mode will continue to be monitored. Five devices were reported, and one device sample returned for investigation ((B)(4)).